Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline general care and use of the ac adapter, warns to not plug the ac adapter into an electrical outlet that is not properly grounded as this may lead to serious electrical shock and warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.

Manufacturer narrative:
The device: (B)(4), associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed from log files since the patient's controller was not identified or available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. The device could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event; therefore no probable root cause can be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the ac adaptor cable is broken, and the patient states he occasionally receives a shock from the ac adaptor when attaching to the controller.